Event description:
The customer complained that the brakes are not holding.

Manufacturer narrative:
The technician adjusted the brake casters, and the brake steer caster, which resolved the issue. The bed operates normally. He reported that there were no reported injuries. (B) (4) adjusted the brake casters (part number sa1350) and the brake steer caster (part number sa1351) and the brakes functioned properly.